Event description:
It was reported that the user experienced extended hyperglycemia with a highest glucose of 289 mg/dl confirmed by glucometer, associated with suspected insulin leakage at the connector/coupler of the infusion setup, with the infusion set on the abdomen and a dexcom g7 continuous glucose monitor (cgm) in use. The user noted an insulin odor at the connect adapter, and a full supply change was advised. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a fluid leak consistent with a leakage or seal issue at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.